Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A review of the attached images could confirm a femoral bone fracture. A root cause could not be determined. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). Where the lot code was provided, a manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint # (B)(4). The guidance document has been submitted on medwatch 3500a report name (B)(4) as the literature article and guidance document combined are too large to submit together. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article entitled, ¿direct anterior approach in crowe type iii-IV developmental dysplasia of the hip: surgical technique and 2 years follow-up from southwest china¿ by zai-yang liu, md, et al, published by orthopaedic surgery, volume 12, number 4, august 2020, was reviewed. The study reported on 14 patients (15 hips total) diagnosed with crowe type iii-IV developmental dysplasia of the hip (ddh). This population presented with high dislocated developmental dysplasia of the hip, characterized by femoral deformities with significant leg length discrepancies, acetabular deformities with superior sclerosis, as well as varying degrees of compensatory pelvic tilt and lumbar scoliosis. This resulted in pain, stiffness, and marked ambulatory difficulties. A direct anterior approach treatment was applied to all 15 hips. The direct anterior approach total hip arthroplasty showed potential advantages, including optimum component positioning, improved hip stability, predictable complication rate, and enhanced functional recovery with crowe type iii-IV ddh. The short-term outcome is comparable to that of the traditional posterolateral approach. No reports of infection, dislocation, nerve palsy, bone non-union, or revision surgery were identified. The following complications were reported by the authors: tfl (tensor fascia lata) injury: 4 cases, requiring no special treatment (asymptomatic). Lfcn (lateral femoral cutaneous nerve) injury: 3 cases, treated with vitamin b administration for 1-2 months. Secondary genu valgus ¿ overlengthening of leg: 2 cases, treated with progressive weight bearing and rehab. Femur fracture: 2 cases of distal femoral cracks, treated with partial weight bearing on crutches; one of these cases then developed into the third fracture, a periprosthetic distal femur fracture requiring minimally invasive orif using condylar plate, screws, and cables. In one case (unspecified which implanted products were involved), the direct anterior approach required conversion to posterior lateral approach due to "reduction failure". No specific patient identifier, age, or gender details were provided. No specific product or lot code information was provided, only that thirteen 44mm pinnacle acetabular cups and two 44mm gription acetabular cups, were paired with fourteen s-rom femoral stems and one trilock femoral stem. These were coupled with ceramic liners and 28mm ceramic heads in all cases.